Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil winds were offset and had gaps. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned device revealed that the ruby coil embolization coil winds were offset. This type of damage likely occurred due to forceful attempts of advancement against resistance. Further evaluation of the returned device revealed that the embolization coil had gaps. This damage likely occurred from attempting to retract the coil against resistance from the offset coil winds. The root cause of the initial resistance could not be determined. The offset coil winds likely contributed to the ruby coil inability to advance through the lantern. The ruby coil was attempted to be advanced through a demonstration microcatheter. While attempting to re-sheath the ruby coil resistance was encountered and the ruby coil could not be resheathed and advanced through a demonstration microcatheter. The lantern referred to in the complaint was not returned to penumbra for evaluation. Penumbra coil and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00524.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery (aaa) using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician was then unable to advance a ruby coil through the lantern, and during an attempt to retract the ruby coil, it unintentionally detached while partially advanced into the lantern. The physician therefore pulled the detached ruby coil out of the lantern. The physician then experienced difficulty while advancing another ruby coil through its introducer sheath, and after multiple failed attempts to advance, the ruby coil introducer sheath was removed from the lantern. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.